Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 32x4.50mm rebel stent was selected to treat the lesion. However, during unpacking outside the patient's body, it was noted that the stent was separated from the balloon of the delivery system. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel sds. There were numerous kinks throughout the hypotube. The balloon was tightly folded with stent impressions between the markerbands. Microscopic examination presented no damage or irregularities to the balloon. The stent was not returned for product analysis. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact.(B)(4).

Event description:
It was reported that stent dislodgement occurred. A 32x4.50mm rebel stent was selected to treat the lesion. However, during unpacking outside the patient's body, it was noted that the stent was separated from the balloon of the delivery system. No patient complications were reported.